Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. The tissue welder was rec'd inside the cannula. Upon removal, it was found that the scope wash tubing was detached and intact, and rec'd separately. There was some evidence of blood. A pre-cautery test was performed for the tissue welder with a reference power supply and extension cable. The device passed the pre-cautery test. Based upon the visual observations, the reported complaint for "scope wash tubing detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro was inserted through the cannula, it was observed that the gray silicon jaw boot had peeled back. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning. The user is very experienced. Upon receipt of the product and initial review of the complaint description, it was found that the scope wash tubing had detached from the c-ring.